Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the gantry was unable to open when setting up for a case. They performed a reboot, which did not resolve. Techincal service had them try using the yellow button override procedure, which did not resolve. They performed the manual open procedure to crank the door open, but none of the pendant buttons were responsive to close or move the gantry besides the lateral shift button. They were proceeding with fluoro for this case. Patient present.this issue occurred intraoperatively and caused an unknown surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
(H3,h6): no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system,replaced gantry motion controller to resolve complaint. Completed system checkout per area sales manager; system was functional and had been returned for use. 'Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000137,bi71000442 serial/lot #: -, ubd: , UDI#: ' medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.